Manufacturer narrative:
Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This report is submitted late and is captured within CAPA-(B)(4).

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.